Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2026, a patient developed low flow alarms with symptoms of hypotension and received fluid resuscitation at the hospital. Despite intervention, the flow suddenly decreased to 1.6 lpm, followed by loss of consciousness. Extracorporeal membrane oxygenation (ECMO) was initiated for resuscitation, but these efforts were unsuccessful, and the patient was pronounced deceased. According to hospital-provided information, the cause of death was identified as acute thrombosis. No relevant diagnostic images were provided. The device was reported to have operated as expected, although the event was considered related to the left ventricular assist device (lvad). Review of the log file showed that the event log file began at 20:50:08 with low-speed advisories due to the set speed being adjusted to 4500 rpm while the low-speed limit was set at 4700 rpm. This condition persisted until the driveline was disconnected at 20:51:23, after which the driveline remained disconnected for the remainder of the log file. During the connected period, the pump operated at the selected speed of 4500 rpm, indicating to operate as intended. A low flow event was recorded earlier at 19:53:34, followed by driveline disconnection at 20:53:34, the final recorded entry. Pump log files were unavailable due to download occurring while the pump was disconnected. Overall, the device operated as intended, with no abnormalities identified in the submitted log files.